Event description:
The customer reported that the sensor was not adhering/sticking and sensor glucose versus blood glucose reading discrepancy. Customer stated that sensor kept coming off even if he used extra tape. Customer stated his blood glucose was 489 mg/dl and took a lot of insulin to bring it down. Customer stated that his sensor reading was 70 mg/dl. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 4 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 4 sensors failed for high readings 3 remaining sensors passed per specification with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.